Manufacturer narrative:
(B)(4). D10: cat# 139256, lot# 136160, m2a-magnum 42-50 tpr insrt std; cat# 103205, lot# 614340, taperloc por fmrl 11x142. G2: foreign: event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was explanted approximately 7.5 years post-implantation due to pain and elevated metal ion levels. During the revision, pseudocapsule and metallosis were debrided from the joint, and slight blackening on the stem trunnion was cleared. The initial stem remained intact, and all other components were revised without complications. Attempts have been made and no further information has been provided.